Event description:
Reportable event: it was reported that the system would not display images. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired a cable. The system operates as intended.